Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. The target lesion was located in an arteriovenous fistula (avf). A 6.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilatation. However, after the second inflation, the balloon would not deflate. The physician exchanged the inflation device with a syringe to try negative suction but the balloon would still not deflate completely. Subsequently, the physician was able to remove the whole system with a bit of resistance and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.